Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal bleeding (general),") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included knee arthroscopy and umbilical hernia repair. Concurrent conditions included hypertension, parotiditis, edema, facial swelling and hard of hearing. Concomitant products included ibuprofen for abdominal cramps as well as clindamycin from (B)(6) 2016, diphenhydramine hydrochloride (benadryl) since (B)(6) 2016, famotidine (pepcid) since (B)(6) 2016, medroxyprogesterone (depo provera) since (B)(6) 2015, and prednisone since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced the first episode of alopecia ("hair loss") and the second episode of alopecia ("hair loss"). On (B)(6) 2016, the patient experienced rash ("facial rash") and skin disorder ("tissue growth requiring surgical removal"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), abdominal pain ("abdomen pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a total vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, the last episode of dysmenorrhoea, menstrual disorder and back pain had resolved, and the genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, skin disorder, allergy to metals, the last episode of alopecia, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, genital haemorrhage, menorrhagia, menstrual disorder, rash, skin disorder, uterine haemorrhage, vaginal haemorrhage, the first episode of alopecia, the first episode of dysmenorrhoea, the second episode of alopecia and the second episode of dysmenorrhoea to be related to essure. The reporter commented: because of the requirement to undergo total vaginal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity, and severe large scarring. Concerning the injuries reported in this case, the following ones were confirm in patient's medical records: pelvic pain, abnormal uterine bleeding most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events were added per pfs: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), menorrhagia, rashes, facial rash, tissue growth requiring surgical removal, nickel allergy, dysmenorrhea (cramping), abdomen pain, hair loss. Patient demographics, medical history, concurrent conditions, concomitant medications were added. On 1-mar-2018: mr received. Event abnormal uterine bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (underwent a total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea and menstrual disorder to be related to essure. The reporter commented: because of the requirement to undergo total vaginal hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.